Manufacturer narrative:
Patient weight is unknown. This report is for an unknown screws: 5.0 mm cannulated. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, the patient underwent removal of the locking compression condylar plate, cannulated locking screws and cortex screws due to non-union. It is unknown if there was a surgical delay. There was no patient consequence reported. All hardware was successfully removed with no issue. This is report 4 of 4 for (B)(4).